Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records on 05/30/2018. Patient experienced continued pain and flexion instability following his first right knee revision for pain, swelling and aseptic loosening of the tibia tray on (B)(6) 2017. Revising surgeon indicated failed total knee revision, with flexion instability. No evidence of infection. Femur, tibial tray and stem, and tibial insert components were revised. There is no product or lot information provided for the patient's first right knee revision, with regard to the revision tibial tray, stem, or two antibiotic bone cements used, except that they were all depuy products. During this second knee revision surgery, patient experienced an intraoperative partial avulsion of the patellar tendon at the tibial insertion, requiring intervention with a suture anchor. There was no indication within the surgical documentation that a depuy instrument or product was the cause of the patellar tendon injury. Doi: (B)(6) 2015 & (B)(6) 2017; dor: (B)(6) 2018; (right knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Updated 7 may 2020 re-open the complaint was re-opened upon receiving the product details of the tibial, the tibial insert and the femoral stem. The investigation for the femoral was unchanged as the product information was already known. Device history lot : null device history batch : null device history review : null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Additional narrative:   UDI:(B)(4). Added: patient identifier and medical products & therapy dates.